Event description:
It was reported that the customer experienced elevated blood glucose levels (302 mg/dl). The customer stated her blood glucose levels remain stabilized until she eats. Reportedly, the customer has to bolus 3 times after consuming foot to stabilize blood glucose levels. Troubleshooting was performed and pump passed delivery system check. During troubleshooting it was found that the customer did not confirm intended bolus delivery.

Manufacturer narrative:
No product returning for evaluation. Should new relevant info become available, a supplemental form will be submitted. T:slim user guide indicates,the cartridge is contraindicated for use with products other than humalog and novolog.